Manufacturer narrative:
Batch review performed on 27 may 2021: lot 1901829: (B)(4) items manufactured and released on 28-june-2019. Expiration date: 2024-06-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot. 1903537. Batch review performed on 27 may 2021: lot 1903537: (B)(4) items manufactured and released on 03-oct-2019. Expiration date: 2024-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0511fl tibial insert fixed sphere flex size 5/11 mm l (k140826) lot. 183025. Batch review performed on 27 may 2021. Lot 183025: (B)(4) items manufactured and released on 02-july-2018. Expiration date: 2023-06-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting stiffness during flexion. The surgeon revised the femoral component, tibial tray and poly 1 year 6 months after the primary and the surgery was completed successfully.